Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was partially exposed and the helix of the rv lead retracted unintentionally. The rv lead was removed from the patient¿s body for examination; however, the issue persisted and the lead appeared to be damaged. The rv lead was not used. The patient was in stable condition.